Manufacturer narrative:
(B)(4).

Event description:
It was reported there was an underdose. The pt had increased pain, vomiting, and nausea. Telemetry confirmed there was a critical alarm occurring, but the device logs confirmed only multiple resets and safe state. A motor stall did not show up on the logs. The pump was going to be replaced. The medications being delivered via the device system were bupivicaine, clonidine, and morphine.